Manufacturer narrative:
The cartridge has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, a reporter contacted animas alleging that a patient experienced a hyperglycemic event. The reporter stated that the patient had a blood glucose of 500 mg/dl with symptoms of shortness of breath and increased urination. The patient did not receive any treatment above and beyond the normal course of diabetes management. The patient did remain on the pump following the alleged issue. The reporter stated that there were air bubbles present in the cartridge. This complaint is being reported because the patient allegedly had a hyperglycemic event as a result of air bubbles in the cartridge.